Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 446 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer stated that they do not think the high blood glucose levels were caused by their insulin pump. The customer was assisted with a high pressure test and the device passed the test function. The customer stated that they will consult their healthcare provider about the settings on their device.